Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to a leak in the system. The tubing was detached from the cylinder. Beginning in (B)(6) 2020 the device was no longer working. A new pair of ipp cylinders with pump were implanted.